Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high, however, bg was not greater than 500 mg/dl; cause was not known. Customer delivered a correction bolus via pump to address bg level. A system check was performed, and no issues were identified with the infusion set tubing and infusion set cannula in use at the time of event. The customer declined to perform further troubleshooting. No additional event information was available.